Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. In what tissue was the suture placed? What was the appearance of the suture during the second procedure? Was there any precipitating stress factor that contributed to the suture breakage? Other relevant patient history/concomitant medications? If applicable, will representative, unopened product from lot lk8bsws0 be returned, return date, tracking information. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Lot numbers lk8bsws0, mpbdws0 are invalid. Please clarify the lot number involved.

Event description:
It was reported that the patient underwent c-section procedure on (B)(6) 2019 and suture was used. During the procedure, suture of aponeurosis was performed by continuous stitch. Following the procedure, the patient experienced evisceration. On (B)(6) 2019, the patient was reoperated and broken thread was noted at the level of aponeurosis and this tissue dehisced. There was no tissue specificity noted for the patient. The patient went home on (B)(6) 2019. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/25/2020. Additional information: g1, h6. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure: unk. In what tissue was the suture placed? Suture of aponeurosis. What was the appearance of the suture during the second procedure? Clear rupture at the middle of the suture. Was there any precipitating stress factor that contributed to the suture breakage? No. Other relevant patient history/concomitant medications? No. If applicable, will representative, unopened product from lot pgbcwtt0 be returned, return date, tracking information? According to the customer the device is not available what is the physician¿s opinion as to the etiology of or contributing factors to this event? A digestive surgeon thinks the device has a resorption time too fast for aponeurosis. For this kind of case, a suture with a resorption slower would be better. What is the patient¿s current status? The patient goes well. Lot numbers lk8bsws0, mpbdws0 are invalid. Please clarify the lot number involved. The correct lot number is unknown. The customer did not have other information that the lot number provided initially (lk8bsws0). Possible lot could be mk8bsws0 additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch mk8bsws0; manufacturing date: 09.01.2018; expiration date: 08.31.2021. A manufacturing record evaluation was performed for the finished device vcp1059h; possible lot mk8bsws0 number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that additional information received is for this complaint/patient event as the referenced lot was pgbcwtt0.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: additional information received (B)(6) 2020 referenced lot pgbcwtt0. The report lot number for this complaint/patient was (B)(4). Please confirm that additional information received in (B)(4) is for this complaint/patient event. Yes the information provided on 1/31/2020 is related to this complaint (except the lot number).